Event description:
It was reported that total parenteral site not in PICC line (central line). PICC line and peripheral IV both inserted into the right arm. It was further reported that the feeding was stopped and the pt developed blister lesions and welts from the fingers to the shoulder area. The condition resolved overtime without drug intervention.